Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali. Vena cava filter allegedly the filter tilted and the filter struts perforated into the ivc wall. This report was received from a single source. This event did involve patient with unknown current status of the patient. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali. Vena cava filter allegedly the filter tilted and the filter struts perforated into the ivc wall. This report was received from a single source. This event did involve patient with no consequences. The patient was reported to be a female weighing 120 lbs who's age was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history was performed. The sample was not returned to the manufacturer for inspection/evaluation but medical records were provided for review. Investigation of the medical record remains inconclusive for the alleged perforation and filter tilt. The definite root cause could not be determined based on the available information. The devices are labeled for single use. H10: g4. H11: d4, b5, h6 (device, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk denali. Vena cava filter allegedly the filter tilted and the filter struts perforated into the ivc wall. This report was received from a single source. This event did involve patient with unknown current status of the patient. Age, weight, and gender were not provided for the patient.